Manufacturer narrative:
Patient's age and weight are not known; "999" and "000" are only placeholders. The procedure date is not known. (B) (6) 2009 is one day prior to (B) (6) 2009, the date on which pmi was made aware of the problem. (B) (4)

Event description:
After an i60 stapler had been calibrated in a laparoscopic sigmoid resection procedure, repeated presses of the open/fire and close button yielded no response from the device. The procedure was completed by use of another device